Event description:
Per the clinic, the electrode was incorrectly placed at the initial implantation. The device was explanted on (B)(6) 2023. The patient was re-implanted with a new device in the same procedure.

Manufacturer narrative:
This report is submitted on may 22, 2023.